Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable the lens was inserted and removed. If explanted, give date: not applicable the lens was inserted and removed. (B)(6). (B)(4). Device evaluation: the lens was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, during the rotation, there was a bleeding and the lens had to be removed again. The lens was destroyed. No additional information was provided.